Manufacturer narrative:
Product not returned.

Event description:
It was reported that the patient was admitted to the hospital with high blood glucose levels as a result of unavailability for use of the blood glucose monitor. One day before the incident occurred, the patient tried to use the meter, but the meter did not power on. The customer inserted new batteries, but the meter still did not power on. He took his normal dose of oral diabetic medication and felt okay. The next day, he woke up at 9:00 am and was confused, which is a symptom of high blood glucose. He consumed 1/2 tablet of his oral diabetic medication on his own. Then his wife advised him to test his blood glucose, but the meter did not power on. The customer's wife drove him to hospital at 10:00 am, and they arrived at hospital at 10:30 am. The customer's blood glucose was tested on the hospital's meter. Customer's wife states he got a high blood glucose result, but customer nor his wife could not remember the result. A venous draw was also taken and customer's lab result was over 900 mg/dl. The patient was given an IV, but he nor his wife did not know the type of medication that was in the IV. The patient remained in hospital for 4 days. During his hospitalization, customer received two types of insulin by injection. He received lantus: 1 time a day in the mornings and novolog 5 units 3 times per day (before meals). Upon leaving the hospital, the customer's blood glucose value was tested on the hospital's meter with a result of 157 mg/dl, which is a normal result for him, and he felt fine.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.